Event description:
It was reported that during the implant procedure, the catheter cracked into two pieces during the slitting procedure. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, and the mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant.